Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the product was returned and a thorough analysis was performed. It was observed that the programmer did not turn on and an issue with the power supply was noted. Additionally, a component in the electrical circuitry was burnt and another was found cracked. The cover display, housing, control panel, bottom and display were also cracked and the touch screen was dented. All the affected parts including the circuit boards were replaced and the issues were resolved. Product analysis was able to confirm the reported observation.

Event description:
Boston scientific received information that this programmer displayed a blank screen. This programmer was returned. No adverse patient effects were reported.